Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device (age of device: 1 year). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in a outpatient clinic with complaints of drainage from the driveline site. The patient was admitted and started on antibiotics. The patient cultures from the wound positive for gram (B)(6) rods. The patient was diagnosed with pseudomonas. The patient was given parenteral antibiotics (vancomycin and ceftazidime) and oral antibiotics (cefaclor).

Manufacturer narrative:
The specific cause of the reported infection could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 instruction for use lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.